Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line, clip jumping and expulsion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and the leaflets were successfully grasped slightly lateral of a2p2. The clip was attempted to be deployed; however, after removing the lock line (ll) roughly 4-6 inches, it became stuck. Troubleshooting was performed, but the ll was unable to be removed. Therefore, the physician decided to deploy the clip while remained attached to the ll. The clip passed both final arm angles, but when the grippers were raised, the clip jumped open to the inverted position, causing the clip to detach from the leaflets. Since the ll was still attached, the physician decided to remove the steerable guide catheter (sgc) and clip delivery system (cds) all at once. In order to do this and not cause damage to the anatomy, a cut down had to be performed at the groin. All devices were successfully removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
All available information was investigated. The returned device analysis and the reported mechanical jam was confirmed as a knot was noted on the lock line. The reported difficult to open or close could not be replicated in the testing environment as the clip was returned detached from the delivery catheter. The reported expulsion could not be replicated in the testing environment as it is likely an outcome of procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated, and a conclusive cause for the observed knotted lock line could not be determined. It is possible that procedural circumstance resulting in wrapping technique resulted in the reported issue; however, this cannot be confirmed. The reported mechanical jam was a cascading effect of the knotted lock line/material deformation. A conclusive cause for the reported difficult to open or close could be determined in this complaint; however, the reported expulsion was an outcome of the clip jumpiness. The observed deformation due to compressive stress, material deformation, material split/cut, scratched material and material separation were a result of procedural circumstances/case specific circumstance as the clip was retracted as far into the steerable guide catheter as possible, got clip into right atrium, retraced to groin and a cutdown was performed to remove the clip. The reported surgical intervention was a result of case specific circumstance as a surgical cut down was performed to remove the steerable guide catheter and clip delivery system together as a system from the patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.